Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used in the cardiac part of the esophagus during an esophageal stenosis balloon dilatation procedure for esophageal stenosis performed on (B)(6) 2026. During the procedure, the balloon burst. After aiming for an expansion of 3atm/18mm, the pressure was gradually increased, and as a result, a pinhole formed and fluid leaked out. No piece of the balloon detached inside the patient. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used in the cardiac part of the esophagus during an esophageal stenosis balloon dilatation procedure for esophageal stenosis performed on (B)(6) 2026. During the procedure, the balloon burst. After aiming for an expansion of 3atm/18mm, the pressure was gradually increased, and as a result, a pinhole formed and fluid leaked out. No piece of the balloon detached inside the patient. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. ***additional information received on march 3, 2026*** it was reported that the device only had a leak from pinhole, no ruptured.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block b5: (describe event or problem) and block h6 (device codes) have been updated based on the additional information received on march 3, 2026. Block h2 (additional information). Block h11: investigation results. The returned cre pro wireguided dase dilatation balloon device was analyzed, and a visual inspection found no damages. A functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon, located approximately at 85 mm from the tip of the device. Microscope inspection confirmed the presence of a pinhole. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole at located approximately at 85 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the distal section of the balloon. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.